Event description:
It was reported the patient presented in clinic following a patient notification. Further investigation revealed charge time out on the device which was confirmed by technical support. A manual capacitor maintenance was performed and charge time appeared normal. Further intervention was not performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.